Manufacturer narrative:
Date of event is approximate.

Event description:
It was reported that the patient began experiencing unspecified issues with their inflatable penile prosthesis (ipp). Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.